Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high blood glucose level (600 mg/dl) due to bent connector needle. Therefore, the patient was not delivered insulin and was hospitalized on (B)(6) 2019, where she received insulin as corrective treatment which resolved the issue. Moreover, the infusion had been in use for less than one day and she did not notice any damage when package was first opened. On (B)(6) 2019, she was released from the hospital with no permanent damage. No further information available.